Event description:
Vent circuit found smoking by pt's family member. Electrical wires in tubing melted. Circuit replaced - no further problem. Circuit returned to MFR for investigation. Dates of use: (B) (6) 2010. Diagnosis or reason for use: vent weaning. Event abated after use stopped : no.